Manufacturer narrative:
Section a2: mean age 36.8 ± 9.4 (18¿60) years. Section a3: 31 female (56.4%) and 24 male (43.6%) . Section b3: date of event: exact dates not provided. Article published date is february 13, 2023. Section h3-other (81): the device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h6 -health effect - clinical code 4581: posterior capsule opacification. Citation: özdamar erol, y.; özdemir yalçinsoy, k.; özdal,p.; the outcomes of cataract surgery in eyes with fuchs uveitis; journal of ophthalmic inflammation and infection; https://doi.org/10.1186/s12348-022-00320-3. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: the outcomes of cataract surgery in eyes with fuchs uveitis. A retrospective study was done to evaluate clinical results in eyes undergoing phacoemulsification intraocular lens (iol) implantation due to fuchs uveitis (fu) related complicated cataract. A total of 56 eyes of 55 subjects with fu underwent phacoemulsification intraocular lens (iol) implantation using the whitestar signature phacoemulsification system (amo). The subjects were divided into three groups: a hydrophilic saf6125 iol (optima fold) was implanted in 10 eyes, a hydrophobic sn60at iol (alcon) in 24 eyes, and a hydrophobic aab00 iol (abbott) in 22 eyes. Postoperative complications include 6 eyes having increased intraocular pressure that was controlled by topical 2% dorzolomid-0.5% timolol maleate in the first week after the phacoemulsification surgery, cystoid macular edema (cme) which developed in 2 eyes which regressed in the first month of follow-up with posterior subtenon triamcinolone 40 mg injection in 1 eye and intravitreal dexamethasone implant in 1 eye. Rhegmatogenous retinal detachment (rd) developed in 1 eye in the second-year follow-up. It is not clear if these complications occurred in the eyes implanted with hydrophobic aab00 iol (abbott) or the other products. Posterior capsule opacification (pco) development was observed in 13 eyes implanted with the hydrophobic aab00 iol in which yag (yttrium aluminium garnet) laser capsulotomy was performed in 11 eyes as treatment. Giant cell (gc) deposits on the iol were detected in 3 eyes in the aab00 group. This report is for the events related to the aab00 lenses, a separate report is being submitted for the events related to the whitestar signature system. A copy of an extract from the article is provided with this report.